Manufacturer narrative:
The complaint is being addressed by an ongoing investigation and any necessary mechanical testing. An hhe and hra have been initiated. When the health hazard evaluation is complete a supplemental report will be submitted.

Event description:
An authorized dealer called in to sunrise medical on (B)(6) 2011 and stated that the left side caster housing assembly was stripped but there was no reported damage to the wheelchair. He stated the bolts are just stripped. He stated end user is (B)(6). No serious injuries reported for this complaint. On (B)(6) 2011, a sunrise medical internal failure investigator completed a preliminary visual examination of the caster housing assembly and determined that this may be a malfunction. Caster housing mounting holes are stripped out.